Manufacturer narrative:
(B)(4). A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. Per baxter labeling, users are instructed to properly connect the solution bags to the cassette lines when performing peritoneal dialysis therapy. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed.

Event description:
A customer contacted global technical service (gts) regarding the supply bag becoming disconnected during dwell while the home patient (hp) was connected. The tsr advised the cg to dispose of current supplies attached and start over with all new supplies. There was no serious injury or medical intervention reported. Product surveillance contacted the caregiver on (B)(6) 2013 and she said that she did not notice anything wrong with the supplies. She said that her husband had thought he had hooked up the bag to the line correctly, but he had not and it came undone while in therapy. She did not hear an alarm but she heard the solution coming out of the line and bag. Since then he has been completing therapy successfully. There was patient involvement but no reported injury or medical intervention.